Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) the tip of the thunderbeat probe broke off and fell inside the pt's cavity. The broken piece was retrieved from the pt with the use of a graphing forceps (model unknown). The reporter indicated that there was no alarm or no error message displayed on the generator. The procedure was completed using a different, but similar thunderbeat hand pieces.

Manufacturer narrative:
The original reporter was contacted to obtain additional info regarding the report and was informed that the probe broke off while the user was performing tissue manipulation within the uterus, and the probe was not visible when the probe broke off. There was no pt injury reported. There was no further info provided. As part of our investigation into this report a field service engineer (fse) was dispatched to the user facility to download the log data from the generator used during the procedure, and the error log was forwarded to the original equipment manufacturer for analysis. The generator was said to have been used on subsequent procedures and there was no issue reported. The subject device was not returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. If additional and significant info is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.